Event description:
Adverse patient event involving a bougie tip (used for intubation) that broke inside of patient, lodged in lung, required bronchoscopy at bedside with prolonged intensive care and hospitalization. On (B)(6) 2014 - reintubation required due to ett cuff not remaining inflated. On (B)(6)-2014 - chest x-ray reveals complete opacification of left lung due to obstruction or possible mucous plug. On (B)(6) 2014 - unplanned emergent bedside bronchoscopy completed in medical intensive care unit; micu staff unaware of introducer tip breaking. On (B)(6) 2014 - foreign body retrieved from lung during bronchoscopy. On (B)(6)2014 - family members state patient chewing on sewing ripping tool at home and looked like the tip of sewing tool. On (B)(6) 2014 - micu staff member suggests foreign body could have been bougie tip and investigation begins with certain awareness that foreign body is bougie tip. On (B)(6) 2014 - bougie tips inspected hospital wide and discovered specific lot of bougie medical devices hardened and can be broken while in sterile packaging; inventory removed and sentinel event root cause analysis initiated. MFR ref# 2183650-2014-00006.